Event description:
Device was explanted due to will not interrogate. Device stopped transmitting to the hmsc on 13-jul-2024. No adverse patient events were reported. Should additional information become available, this file will be updated.